Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a failed occlusion test high at 46.59 psi. The product fault occurred during testing. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: device received on 5/29/24. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The alarm of "no disposable pump won't run" was found in the event history log. Visual and functional tests were performed, and the customer's reported problem was not confirmed. The most probable cause was fluid ingression on the downstream occlusion (dso) sensor. The dso sensor was replaced to fix the issue.